Event description:
Pt reported, the infusion tubing connector separated itself from the soft cannula connector. Pt stated, there were no blood glucose level problems. Pt reported, the infusion set was changed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found approximately 3/8 inches of the monofilament was exposed at the guide and the needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and this confirmed the reported event. There was no needle strike mark on the foot. The plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Device #2-1 perclose proglide part# 12673-03, lot# 870186h, is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no pulsatile blood flow came from the marker lumen. The device was removed and a second proglide device was attempted in which a cuff miss was experienced. A third proglide device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.